Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that the pump battery could not be charged. There was no reported impact to customer's blood glucose. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Follow-up 1: (the failure investigation has been completed and the alleged battery not charging issue was verified. Additionally, the failure investigation has been completed and the alleged unexpected shutdown was verified in the pump logs; however, no failure was identified.)